Event description:
Same case as manufacturer report #6000093-2006-01770. It was reported that 323 days after implantation of a 2.75x32mm and a 2.75x12mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the saphenous vein graft (svg). A preintervention stenosis was not reported. A 2.75x32mm and a 2.75x12mm taxus stent was deployed in the svg. The stents were post-dilated with a 3.0x12mm quantum maverick balloon. A post-intervention residual stenosis of 15% was reported. The patient received plavix after the procedure. It was reported that the patient "tolerated the procedure well." The patient presented 323 days after the initial procedure with "chest pain" and 80-90% in -stent restenoses "involving sites in an old svg. "Proximally to distally 3.5x28mm, 3.5x33mm, and 3.0x8mm cypher drug-eluting stents were overlapped and deployed in the region of the lesions. A post-intervention residual stenosis of 0% was reported. The patient received plavix after the procedure. It was reported that "there were no complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7701143 have been reviewed and no issues or discrepancies were found. This record's review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.